Event description:
It was reported that during an unspecified ear surgery, it was observed that the attachment device was heating up. It was not reported that there was a delay in the surgical procedure or if a spare device was available for use. The reporter stated that the surgical procedure was successfully completed. There was patient. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter insertion. It was determined that this was caused by worn out bearings that were out of axial alignment. It was further determined that this would have caused heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.